Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had repeated failures due to hard drive malfunction. The hard drive was replaced, reimaged and rebooted to resolve. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis medstation es system caused a safety event where the nurse was put into harm when a combative patient was not able to be subdued. A registered nurse had an item thrown at her head due to medication was not readily retrievable when the machine froze. Customer added that there were no other machines available in that area and if any immediate medications were needed to be retrieved from another floor. The outcome or the extent of injury is unknown.

Event description:
A customer contacted bd to report that the bd pyxis medstation es system had caused a safety event where the nurse was put into harm when a combative patient was not able to be subdued. A registered nurse had an item thrown at her head since the medication was not readily retrievable when the machine froze. Customer added that there were no other machines available in that area, and if any immediate medications were needed, they would have to be retrieved from another floor. The outcome or the extent of injury to the nurse is unknown despite attempts to obtain additional information. There was no patient harm or serious injury reported.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: b5, d1, e1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 23-feb-2020 to 22- feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system caused a safety event where the nurse was put into harm when a combative patient was not able to be subdued. A field service engineer found that the station had repeated failures due to hard drive malfunction. Replaced hard drive, reimaged, and rebooted the station to resolve the issue. The system functioned as intended after troubleshooted by the field service engineer.